Event description:
On (B)(6) 2014, covidien received information from the (B)(6) department of public health regarding the death of a patient on a 540 ventilator that was left in the stand-by mode. The patient was not ventilated while the ventilator was in stand-by mode and had a cardiac arrest resulting in death. The patient was at a skilled nursing facility at the time of the incident.

Manufacturer narrative:
The ventilator serial number is unknown, and the device has not been returned to the manufacturer. (B)(6).

Manufacturer narrative:
Additional information was received clarifying the reported event: the reporting public health physician indicated that there was no allegation of device malfunction. There is no evidence that the patient death was device-related. The reporting physician made it clear that the purpose of his call on (B)(6) 204 was to obtain information from covidien technical support regarding the characteristics and functionality of the pb540 ventilator. The device serial number is unavailable and the device will not be returned for investigation. (B)(4).